Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and two leads were returned from an unknown source with no information other than the patient had died and the date of death. Information identified in the manufacture's data base indication the patient died approximately fifteen days post the implant of the ipg system. Cause of death has been requested and not received.